Manufacturer narrative:
(B)(4): the device information for use warns ¿the safety and effectiveness of interceed barrier in laparoscopic surgery or any procedures other than open (laparotomy) gynecologic microsurgical procedures have not been established.¿ to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hkb7791, batch hkb7792, batch hmb9201, batch hmb9202.

Event description:
It was reported that the patient underwent laparoscopic hysterectomy on an unknown date and adhesion barrier was used after closing peritonea. The device information for use warns that the safety and effectiveness of the device "in laparoscopic surgery or any procedures other than open (laparotomy) gynecologic microsurgical procedures have not been established." The device was used from the vaginal stump to the left and right peritoneum. Two days post-operatively, the patient experienced fever, inflammation reaction, abdominal pains and diarrhea. Inflammation calmed down by fasting and antibiotics. Four days post-operatively of re-starting having a meal, the patient experienced fever and abdominal pains. On the seventh day post-operatively, intrapelvic abscess was confirmed by CT and laparoscopic drainage and adhesiolysis were carried out. Adhesion between the small intestine and abdominal wall and loculated abscess at douglas' pouch were confirmed. Eight days post-operatively, the patient underwent re-operation for adhesiolysis and drainage of abscess. Following the second procedure, the patient's health condition calmed down and the patient experienced no problem re-starting having a meal. Fourteen days post-operatively, the patient was discharged with no reported health problem. Additional information has been requested.

Manufacturer narrative:
During reoperation on the 8th day post-op, the surgeon performed an adhesiolysis and removal of the abscess. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hkb7791, mfg. Date 06/10/2014, exp. Date 05/31/2019. Batch hkb7792, mfg. Date 06/11/2014, exp. Date 05/31/2019. Batch hmb9201, mfg. Date 06/11/2014, exp. Date 05/31/2019. Batch hmb9202, mfg. Date 07/17/2014, exp. Date 06/30/2019, in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.